Event description:
It was reported that the pump alarmed "no disposable pump won't run". No air noted. Patient was not affected. Pump settings: res vol = 91.1 ml, rate= 2.1ml/hr, given = 5.9 ml. No further information available.